Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test and self-test. All operating currents are within specification. Off no power alarm functions properly. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No rewind anomaly noted. The motor functions properly during testing. No motor anomaly noted. Unit was programmed and monitored for 2 days. No blank display noted. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. No damage noted on c-13 isolation tape on lcd/b. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer stated the medtronic bubble sticker has change to a purple color and there is a scratch at the top for the screen. The customer stated that there is discoloration and scratch on ride side and top of the pump. The customer was advised that the pump will be replaced. The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was unknown. Customer already removed the infusion set from the body. Customer was instructed to run 5.0 units fill tubing. The customer was assisted in performing high pressure test and pump did alarm. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer changed her set to resolved high blood glucose.